Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed but the cause is unknown. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The catheter maintained a wavy shape memory with the apex of the curves being located at the 2cm, 13cm, 30cm, and 38cm depth markings. Dimensional analysis of the catheter at the distal end revealed that the catheter outer diameter, inner diameter, and wall thickness met the device specifications. A translucent residual material was found around the catheter shaft between the 1cm and 3cm depth markings. When an attempt was made to flush the catheter with water from a 12cc syringe, the catheter was patent to infusion. However, a small bubbling leak was observed emanating from the tubing near the 2cm depth marking. Microscopic examination of the leak site revealed a small circumferential split in the catheter tubing. The split in the tubing had jagged irregular edges. The tubing was slightly whitened around the split site. The exact root cause of the leak could not be determined from the returned sample. Possible contributing factors could include stylet damage, sharp instrument damage, chemical degradation, or material fatigue. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that PICC found leaking during flushing and was removed. Midline was placed and PICC sent with patient. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that PICC found leaking during flushing and was removed. Midline was placed and PICC sent with patient. No other information was provided.